Manufacturer narrative:
(B)(4). A follow up submission will be done if additional information becomes available. (B)(4).

Event description:
Safety valve on catheter is broken and leaking. Valve had to be changed. Unknown if anything other than access tip was inserted in the safety valve. Patient is doing well, no harm reported as a result of failure. No known occlusion to catheter. Catheter originally inserted around (B)(6) 2017.